Manufacturer narrative:
The complete initial reporter facility name is (B)(6) hospital: (B)(6) hospital. The initial reporter phone number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's temperature did not appear on lcd window, even though a new temperature probe cable was connected in an arctic sun device. Per additional information received via mail on 16jul2025, they will check the device on site. Temperature in cable was expected to be a problem. Not confirmed yet.

Event description:
It was reported that the patient's temperature did not appear on lcd window, even though a new temperature probe cable was connected in an arctic sun device. Per additional information received via mail on 16jul2025, they will check the device on site. Temperature in cable was expected to be a problem. Not confirmed yet.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature in cable. During testing, the temperature simulator connected to the temperature in cable connected temp 1, but temp 1 was not displayed on the screen. After replacing the normal temperature in cable for testing, I connected the temperature simulator and the patient's temperature was displayed normally on temp 1. Temperature in cable was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the lot number is unknown. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The initial reporter phone number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's temperature did not appear on lcd window, even though a new temperature probe cable was connected in an arctic sun device. Per additional information received via mail on (B)(6) 2025, they will check the device on site. Temperature in cable was expected to be a problem. Not confirmed yet.